Manufacturer narrative:
The reported event is unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with attached sample port connector and portion of cut inlet tubing. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution with no cuffing noted. Active length of the catheter balloon was measured (0.7025") and found to be within specification (0.6" - 0.9"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(3). Insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." Corrections: concomitant medical products, device evaluated by MFR.

Event description:
It was reported that there was difficulty aspirating water in the balloon also, a cuff-roll on the balloon was found.

Event description:
It was reported that there was difficulty aspirating water in the balloon also, a cuff-roll on the balloon was found.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum an animal oils). [They may damage the device and may burst balloon.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was difficulty aspirating water in the balloon also, a cuff-roll on the balloon was found.